Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: manufacture date are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the device had a cuff leak. Patient health effects are unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used condition with the original packaging opened. One photo showing the complaint sample was also included. Visual inspection noted no visual defects. Functional testing was not able to confirm the complaint. Device passed the leak test. Based on the analysis performed on the sample provided no root cause could be determined since the complaint was not confirmed due sample provided does not shows the failure mode reported, no failure identified. No lot number was provided therefore no device history report (DHR) review could be completed. No corrective actions are required since the complaint was not confirmed.